Event description:
The customer reported obtaining erroneously high acetaminophen (actm) and salicylate (saly) results for one emergency room patient sample from a unicel dxc 800 synchron system. The customer stated that an actm result of >300 ug/ml and a saly result of >100 mg/dl were generated for the patient. Both results were greater than the analytical range of the assay. The customer repeated the original sample on the same instrument, and similar high results were obtained and reported out of the laboratory. The patient was then airlifted to another hospital for a redraw. The customer confirmed that there was no affect to patient treatment. It is unknown of why the patient was in the emergency room. No patient demographics are available, and there was no data provided by the customer for review. The customer stated that quality control (qc) results prior to the event were within the laboratory's established ranges. The customer is running qc once every 24 hours. The customer repeated the sample on an alternate analyzer and both actm and saly results were less than the analytical range. The customer then ran qc on the original dxc 800 instrument and obtained out of instrument range high qc results. The customer loaded fresh reagents for both actm and saly, and the qc results passed within the established ranges.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse concluded that the reagent was not the source of the issue. The fse evaluated the cartridge chemistry (cc) side of the instrument and determined that the cause of the event was attributed to a partially occluded cc sample probe with a clot. The fse replaced the cc sample probe to resolve the issue. Failure mode of the event is use error. The instrument's instructions for use (IFU) indicates that samples should be free of all visible fibrin. Clots could coat or plug the sample probes, flow cell, chemistry modules, electrolyte injection cup (eic), or cuvette wash station leading to instrument malfunction and/or short sampling. Results: clot in cc sample probe.